Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted cracks in the oled screen. Functional tes ting could not be conducted as the product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged oled screen can occur if the device is dropped. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the handle was dropped by an unknown person to the ground. The handle's charging tray had no safe stand, therefore it can be tilted out even with light contact and fall to the ground. The display was also silvered. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.